Event description:
It was reported that post stenting procedure, stent deformation and in-stent restenosis occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery. A 2.75x20mm promus element plus was selected and advanced to treat the lesion. One year post procedure, upon follow up, it was noticed that in-stent restenosis of the implanted stent occurred which they thought needs treatment. Then they realized that the stent deformation made the in-stent restenosis. An unspecified stent was implanted to treat the in-stent restenosed lesion. No patient complication was reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).